Event description:
Additional information received reported that the patient never experienced therapeutic effect. The patient felt stimulation in the rib area and not in the lower back as previously felt. It was noted that the patient had 3 different people try to adjust the implantable neurostimulator (ins) but "could not get the lead to work". The patient noted that they have had 3 surgeries and wanted to find another physician to fix their implantable neurostimulator (ins). Follow up information received reported that the patient had been discharged from the physician's practice and was moving from the area. It was also noted that the ins system was not zapping the patient and that the therapy was comfortable just but possibly in the wrong location. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that there was "incorrect information". It was stated that the lead was in the correct place. It was reported that the doctor "did not move the lead because it was in the correct place". It was stated that there were no comments made by the doctor regarding the patient's spine condition. There was no more information available.

Event description:
It was reported that the patient was feeling stimulation in the wrong location. The patient stated that she "felt like the stimulator was zapping her in the ribs instead of her back, where it was supposed to be." The patient outcome was not provided. Additional information was requested, but not available as of the date of this report.

Event description:
Follow up information received clarified that the patient did receive therapy at the time before the lead was replaced. No other actions before the patient moved out of the area. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v548473007, implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indicating that the first implant worked for about 9 months to a year, when the wire did not work, the physician revised the implant but they put it in at t6, lower than where the lead was supposed to go, the patient did not get pain relief. The physician revised the implant and it worked for over two years. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient wanted to meet with a manufacturing representative for reprogramming. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type; lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37712, serial# (B)(4), product type: implantable neurostimulator. (B)(4). The last ins listed is already reported in manufacturer report # 3004209178-2013-01302. See that report and for additional information.

Event description:
It was further reported that after the second lead was implanted it was not working properly because it was "put in the wrong place". It was noted that it was put in too low down in the patient's spine. It was noted that the patient was at the hospital for 3 and a half weeks but it was stated that the hospital stay was due to other medical conditions and not related to their device or therapy.